Event description:
It was reported PICC was in patient, and successfully being used/infused through. It is unknown how, but PICC broke off at end hub. Only hub portion was saved. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: returned sample(s), patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded. The complaint of a break in the extension tube at the interface of the luer hub was confirmed but the exact cause was unknown. A photograph was submitted for evaluation. The image was of a white/blue solo luer hub which was fixed to an end cap. No extension tubing segment was visible in the image and the associated catheter was likewise not illustrated. While the event could be confirmed with the image, the cause of the reported break could not be determined as no distinguishable observations could be gained from the provided image related to why the hub was either detached or broken. Should the implicated physical sample be returned this evaluation will be updated. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of reez1109 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported PICC was in patient, and successfully being used/infused through. It is unknown how, but PICC broke off at end hub. Only hub portion was saved. No other information was provided.